Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 22jan2019. International UDI # (B)(4). No reporter phone number provided. The manufacturer's further investigation technician confirmed the reported display issue and replaced the cold cathode fluorescent lamp (ccfl) with an fi test cathode fluorescent lamp (ccfl).

Event description:
During further investigation (fi), the manufacturer's technician found the display was dim. There was no patient involvement. Event date not specified; estimate used.